Manufacturer narrative:
No unexpected failed battery test alarm or unexpected numbers ramping/scrolling noted. The insulin pump had no button response due to moisture damage on keypad traces. The insulin pump had minor scratched display window, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. The insulin pump had moisture damage on the electronic assembly and on the motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the numbers wouldn't stop scrolling. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated that she wants to bypass the troubleshooting for the failed battery test.